Event description:
New information received noted that the patient's right ventricular lead was capped and replaced on (B)(6) 2018. Patient was stable pre and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent and asymptomatic patient's right ventricular lead exhibited noise causing noise reversion and high ventricular rate episodes. The noise was reproducible in clinic. Programming changes were made. Patient was doing fine before and after the device interrogation.